Manufacturer narrative:
H3: no product was returned or photo provided with the complaint. Therefore, the device was unable to be evaluated, and a cause could not be determined. No causes or potential causes related to the customer's reported problem were found during the device history review. If the device is returned, the investigation will be reopened for evaluation.

Event description:
It was reported that while central venous pressure monitoring was performed on the patient, a leak of air was found in the product. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.